Manufacturer narrative:
The customer found cracked tubing on port 5 of the blood sampling valve (bsv). The customer cut off the end of the tube and reconnected to the bsv which fixed the leak. (B)(6).

Event description:
The customer observed a fluid leak of 1 ml from the blood sampling valve, bsv, of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.